Event description:
Customer reported that the insulin pump returned an error alarm. Customer also reported that the insulin pump had a problem with the reservoir. Blood glucose level was 166 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted during testing. The insulin pump was also received with minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.